Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of an descending aorta aneurysm using conformable gore® tag®thoracic endoprosthesis(ctag). Reportedly, two ctag devices were placed and the patient had a highly calcified proximal neck. On an unknown date, aneurysm enlargement and a proximal type I endoleak were observed, and a distal type I endoleak and a type iii endoleak from the junction between ctag devices were suspected. On (B)(6) 2024, a reintervention was performed. A distal type I endoleak was confirmed by intra-operative angiography, but the type iii endoleak was not confirmed. Two stent grafts were placed, the distal endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: aortic expansion, endoleak w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.